Manufacturer narrative:
Device evaluated by MFR: device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous antebrachial arteriovenous fistula (avf) in a shunt. The 5.0mm x 40mm sterling balloon was advanced into the patient. During the first inflation, the balloon ruptured at 10atms. The device was removed and pinhole was confirmed outside the body. The physician considered that pinhole rupture could have occurred due to calcification. The procedure was completed with another 6mm x 40mm sterling balloon catheter. No patient complications were reported and the patient's status is good.